Event description:
The user facility reported that the involved angio-seal device had no blood backflow detected. An angio-seal device was utilized for hemostasis following the treatment of a chronic total occlusion (cto) lesion with significant calcification extending from the bk to the superficial femoral artery (sfa) sfa, approached ipsilaterally/antegrade from the right femoral artery. When the assembly was inserted into the artery, there was no blood backflow from the drip hole. Despite multiple attempts to withdraw and reinsert the assembly, no blood backflow occurred. Subsequently, the device was removed, and manual compression was applied. Hemostasis was then successfully achieved using another angio-seal device. Prior to device deployment, the procedure was permanent pace-maker implantation (ppi). A pre-deployment angiogram was conducted. The ancillary sheath size used was 7 fr. The puncture site was located distal to the inguinal ligament of the right common femoral artery, with a vessel diameter of 6 mm. Blood loss was not specified.

Manufacturer narrative:
. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The actual device has been returned for evaluation. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been biological debris blocking the blood inlet holes of the assembly preventing blood flow. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).